Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an adhesive event as sensor and infusion set did not stick because the tape of the infusion set was not sticking properly after it had been in use for a couple of hours. Patient was unsure of the cause for this adhesive issue. Patient confirmed the use of alcohol for site preparation, and they allow the alcohol to dry before inserting the infusion set however, additional tapes were not used to secure the infusion set. No further information available.